Event description:
It was reported that the device got invalid syringe size. Physical damage was unknown. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Alarm history was reviewed and found no additional errors. Reviewed service history and no prior repairs found in the last 13 months. The primary complaint was verified when performing diagnostics. The problem was attributed to a broken barrel clamp assembly. The barrel clamp assembly was replaced along with replacement of plunger tube seal which was damaged. A new battery pack was installed in the pump due to a third-party battery that was shipped with the pump to depot repair. The pump functions as it should and passed all performance verification testing.